Manufacturer narrative:
Additional information: philips has investigated this complaint. Based on the information collected, the wireless footswitch did not connect during a planned procedure. The procedure was completed using the wired footswitch. The philips service engineer inspected the system onsite and replaced the wireless footswitch and wireless base station. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction/field safety corrective action (2021-igt-bst-020).

Event description:
It has been reported to philips that the wireless footswitch was defective. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.